Manufacturer narrative:
A service call had been scheduled in order for a ge service rep to evaluate the system and calibrate the x ray tube. The service call was cancelled by the in house biomedical staff. It was reported that a third party service organization had replaced the x ray tube and the high voltage cable. At first the biomedical engineering staff was unsure of the calibration and had since been convinced of the calibration. An add'l report will be generated and submitted if further info becomes available.

Event description:
It was reported that the 9600 was out of calibration and potentially under or over exposing presenting a hazard. There was no adverse pt involvement reported. There was no pt info reported.